Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks outside of an isolated episode. Technical services recommended in-clinic troubleshooting and recommended to report the results back for a deeper analysis of the case. However, the field believes the anomaly was related to sense b noise. This implantable electrode remains in service and no additional adverse patient effects were reported.